Event description:
It was reported that the cadd-solis vip ambulatory infusion pump was making a "grinding" sound during use. Per reporter there was a four (4) hour delay in receiving life-sustaining medication. It was reported that no additional treatment was provided, that the remaining infusion volume was wasted and that subsequently the pump was exchanged. No adverse patient effects were reported.